Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the rasq8n driver fracture during the procedure, dr. Was able to remove the fracture portion and another tool was use to finish.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A narrow right angle square driver tip. Visual inspection of the returned product identified that the driver tip had fractured across the shank just below the iso latch. There were noticeable signs of wear due to usage around the square tip and the shank. No additional testing was performed due to the extent of the damage to the returned product. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: review of biomet 3i restorative IFU (p-iis086gr rev. E 11/2015) and biomet 3i restorative manual (instrm rev b 10/15) identified information regarding driver fracture under section title warnings and precautions. Surgical manual highlights the torque recommendation under torque matrix ¿ internal connection, page iii. Also, review of the instruction for use for biomet 3i kits and instruments (p-zbdinstrp rev. B draft 2018-07) identified recommended procedures for cleaning and sterilization of surgical instrument and kits and inspection for wear and damage. Instruments should be visually inspected for completeness, damage and/or excessive wear (e.g. Corrosion or rust build-up on the instrument surface, structural wear or damage, partial or complete fracture) before and after use. Complainant reported that the tip of the driver fractured during the procedure. The reported event was confirmed through visual and functional inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, device available for evaluation change 'no' to 'yes', date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change 'no' to 'yes', evaluation codes, and additional narrative. Correction: the submission reported on MFR-0001038806 - 2019 -00199 no longer meets the criteria of a reportable malfunction as the investigation showed that the fracture would not cause or contribute to a death or serious injury.

Event description:
No further event information is available at the time of this report.